Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a boston scientific endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the patient had some pulling of the mucus in her throat from the breathing tube. On (B)(6) 2018, when the patient was discharged, the patient had gasping for air issue. Patient was brought to (B)(6) in (B)(6) and stayed there from (B)(6) 2018. On (B)(6) 2018, the peg tube detached part of it fell inside the stomach and the other half outside. On (B)(6) 2018, the patient had undergone a second surgery for peg tube replacement and retrieval of the detached portion of the initial peg tube was also performed. The replacement surgery was done in (B)(6) hospital in (B)(6) by different surgeon and anesthesiologist. They still used the breathing tube and patient was placed in intensive care unit. They monitored the patient a little closer just to make sure the patient would not have any issues. The patient was discharged on (B)(6) 2018.